Event description:
The facility reported a colleague infusion pump with a damaged battery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module master software version is 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The root cause is not determined at this time. The main batteries were replaced to correct the reported condition. Additional information: similar reports have been received for the reported condition. Additional investigation is being conducted through CAPA-(B)(4). The device was evaluated on-site at the customer facility. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). Upon further investigation, the root cause was assigned to use/user error.